Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Mechanical failure in 2009. Specific component(s) involved: pump drive unit malfunction; causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump; switch from vented electric to pneumatic-mode. Type: lvad.